Event description:
On (B)(6) 2022, the reporter of the lay user/patient contacted lifescan (lfs) USA, alleging that her daughter¿s onetouch verio reflect meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care agent (cca) documentation. The reporter alleged that the product issue began on (B)(6) 2022, at approximately 5:40 pm. The reporter informed that the patient obtained blood glucose readings of ¿214 and 113 mg/dl¿ on the subject meter compared to a reading of ¿70 mg/dl¿ on a (B)(6) meter. The reporter did not specify the time between readings. The reporter stated that her daughter is epileptic and manages her diabetes with humalog insulin (fixed dose 14 corrections per carb) and claimed that she administered more insulin (dose and time given unspecified) to her daughter in response to the alleged issue because she did not realize that the subject meter was reading inaccurate. At an unspecified time after the alleged issue occurred, the patient started developing symptoms of ¿tired, irritable and sweating.¿ the reporter claimed that she bought a generic meter from (B)(6), which she used to test on (B)(6) 2022, and then realized her daughter¿s blood glucose was too low. She treated her daughter with a juice box and checked 15 minutes later her blood glucose again to find that it was still low. The reporter did not specify the readings. During troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter, that the patient had used an approved sample site to obtain the blood samples and that the patient was following the correct testing procedure. The cca noted that the patient did not have control solution to test the subject system. The cca established that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. A replacement meter was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.

Manufacturer narrative:
Similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue. In addition, similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue.